Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.(B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, concentric, de novo target lesion was located in the severely tortuous and moderately calcified descending artery. Following pre-dilatation, a 12 x 3.00 rebel stent was advanced to treat the lesion. However, upon deployment, the stent dislodged onto the 0.014 guide wire. Subsequently, the stent delivery balloon was removed and a 1.5x15mm balloon catheter was inserted through the dislodged stent and the stent was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system with the stent. The stent was detached from the balloon when returned for product analysis. The stent and balloon were microscopically examined. The balloon was tightly folded with stent impressions. Microscopic examination revealed that the tip was damaged. The entire stent was damaged with bent, flared, and overlapping struts. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, concentric, de novo target lesion was located in the severely tortuous and moderately calcified descending artery. Following pre-dilatation, a 12 x 3.00 rebel stent was advanced to treat the lesion. However, upon deployment, the stent dislodged onto the 0.014 guide wire. Subsequently, the stent delivery balloon was removed and a 1.5x15mm balloon catheter was inserted through the dislodged stent and the stent was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.